Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care physician (hcp) via a manufacturer representative (rep). The rep reported that the patient had initially reported the details of the explant to them and noted that the explanted device had been discarded by the health care physician (hcp) at the time of the explant. The rep also reported that the details had been confirmed with the hcp. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported per patient she had an infection post op from the implant and the product was replaced. The issue was resolved at the time of report and no further complications were reported or are anticipated.